Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the biometric identifier failed, which located on or14. The customer attempted to reboot the station, but the issue persisted and repeatedly flash and fail. The customer reported that the issue occurred when the user was trying to issue medications to a patient. There were no delay, no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-nov-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the biometric identifier bio ID was failed. A field service engineer fse stated that the customer demonstrated of a biometric identifier failure where the fingerprint image did not appear on the screen and only a black box was displayed. Fse tested the bio ID in the hardware test application and then a bio ID disconnected message appeared. The fse reseated the universal serial bus cable with no improvement and reinstalled the drivers but the issue persisted. The bio ID unit was then replaced. The system was tested using both the hardware test application and the dispensing application and it functioned properly. The system functioned as intended after the field service engineer repaired the device.